Event description:
The customer states that in 2006, one patient sample generated an axsym cmv igg assay result of greater than 250 au/ml (positive). The patient began treatment for cytomegalovirus. On 27 july 2006, another sample drawn from this same patient generated an axsym cmv igg assay result of 1.6 au/ml (negative). On 11 august 2006, this second sample was retested and generated a positive result of 241.5 au/ml. Both samples tested cmv igm positive by another methodology. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.